Event description:
Plaintiff alleges suffering from type-I latex allergy from her exposure to latex exam gloves. Alleges that she suffered from urticaria, hives, allergic rhinitis, itchy and watery eyes, and dyspnea. Further alleges that she is at risk of suffering anaphylactic reactions when she comes into contact with nature rubber latex.